Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found no damage. The pump event history showed a syringe plunger not in place alarm in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during occlusion test. Monitor digital sensors. Syringe plunger not in place" error found while setting up occlusion test. Found both syringe plunger sensors read "false" when plunger lever is pressed down. The root cause of the reported issue was due to normal wear. The technician replaced plunger printer circuit board (pcb) due to board not operating as intended. Greased, calibrated and ran all functional tests which passed.

Event description:
It was reported that a constant "syringe plunger not in place" alarm was observed. No patient injury was reported.